Event description:
It was reported, that the artificial urinary sphincter (aus) was previously explanted, due to infection. The patient removed dressings too soon and an infection was present. A new aus was implanted. There were no additional patient complications reported.